Event description:
It was reported the outer packaging of the catheter burst when the inner 'water sachet was pressed open' causing saline to spill out. The catheter was discarded. No pt complications were reported as a result of this event.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No further info was available at the time of the report. There were no reports of the pt being harmed as a result of this malfunction. Should add'l info become available, a f/u report will be submitted.

Manufacturer narrative:
After further review, it was determined the initial MDR submitted to the FDA on 06/10/2015 - MFR #1049092-2015-00324 was reported in error.